Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Analysis of the device memory showed the battery indicator signifying that the time is approaching for device replacement.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Battery voltage was 2.626 on (B)(6) 2016.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to suspected premature battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.